Event description:
It was reported that the t:slim x2 pump battery would not charge, and attempts using different adapters and cables did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advised the customer on returning the faulty pump, and discussed setting up the replacement device, including programming settings and connecting the cgm. The replacement pump was subsequently sent to the customer. Customer reverted to an alternative method of insulin therapy.